Manufacturer narrative:
G4:14jan2021. B4:15jan2021. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. The front bezel was returned for analysis. It was determined that liquid ingress due to the variability of the assembly process causes navigation ring to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
The customer reported navigation (nav) ring unresponsive. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.